Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with tenckhoff cath (10). The customer stated that on the morning of (B)(6) 2013, patient received a peritoneal dialysis catheter placement. After the operation, the effluent outflow was good, and the patient was transferred to the ward. In the afternoon the doctor used peritoneal dialysis solution to wash patient's peritoneal cavity. The cloth of the patient was soaked wet. According to observation, tenckhoff catheter and the titanium adapter. She washed again, but the problem still existed. She doubted that the tenckhoff catheter was broken, and cut off the leakage end of catheter, and then connected it to the titanium adapter after discussion with the patient. In the meantime, the short catheter was also replaced. She examined the tenckhoff catheter carefully and found a crack on it. The doctor explained to the patient that she trimmed the catheter for better protection of it. There was no patient injury.